Event description:
The company was informed that the pt experienced sound quality issues followed by no lock. External equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.